Event description:
It was reported that device had an error code 46446. It was spotted during visual inspection and occurred during a software upgrade of the device. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after event history log review; the customer problem was not duplicated as there was no error code found in the event logs. The pump had no physical damage, and the manufacturer representative performed preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.